Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the device has been alarming no delivery after a reservoir was changed. Customer's blood glucose was 160 mg/dl. Fixed prime was performed and insulin did exit. Customer was unable to remove the set to examine the cannula. Customer was advised there might be a site occlusion, possibly due to bent cannula or site occlusion. No further information reported.